Event description:
On (B)(6) 2010, the patient had replaced a transfer set for peritoneal dialysis (pd) treatment. However, on (B)(6) it was noted that there were several cracks on the light blue main body and the liquid could not be stopped even after closing the clamp. The tubing was used for one month. No patient injury or medical intervention was reported along with this complaint.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Per the patients's surgeon, the device was explanted on (B) (6), 2009 and the patient was reimplanted with another device during the same surgery.(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
Per the surgeon's report, this pt's device suddenly stopped working. All external equipment was swapped out, but this did not help. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Cochlear recommends explantation/reimplantation surgery. However, a surgery date has not been set.